Event description:
It was reported that this right ventricular (rv) lead was found to have pulled back. Dislodgement was discovered through fluoroscopy. The lead was surgically repositioned. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.